Event description:
(B)(6) -the dealer reported that the mvps mechanical wheelchair fork was found bent, and it was the third replacement for same fork. There was no patient injury reported.

Manufacturer narrative:
(B)(4) three MDR reports will be submitted for this complaint, because of different event dates were reported, and the file numbers are the following: (B)(4) (MDR).